Event description:
It was reported that the 511sd was not used during an unknown procedure. It was reported by the rep that the trocar was never used. The scrub nurse attempted to depress the reset button, reset button would not lock into place. Another 511sd was used to complete the case.